Event description:
Event description cpi received information that the rate sensing portion of this transvenous defibrillation lead was removed from service because of a lead fracture. The shocking portion remains active.